Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site registration #. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a perforation that occurred during a percutaneous coronary intervention (pci) in the circumflex coronary artery. An attempt was made to cross the lesion with the 2.80x19 mm graftmaster covered stent system; however, the stent was unable to cross the lesion due to the anatomy. There were no other device issues. Another, same size, graftmaster covered stent was used and crossed the lesion to successfully seal the perforation. There were no adverse patient sequela and there was no clinically significant delay in the procedure. The patient final outcome is satisfactory. No additional information was provided.